Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test, displacement test or verify a17 alarm, a21 alarm due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump was monitored for five days and had no time gain or loss noted; no time clock anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed signal too low alarm, unexpected restart alarm, and motor error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.